Event description:
It was reported post implant of a laparoscopic adjustable band, a pinhole leak was identified in the band tubing on (B)(6) 2010. The band tubing was still attached to the port. The port was replaced. The patient had a second revision on (B)(6) 2010. It was found that the tubing had disconnected from the port, the metal component of the port connector was still connected to the port but the strain relief was not. The strain relief was found in the fascia. The tubing was floating around in the abdomen. A procedure was performed to reconnect the tubing to the port. There was no adverse patient consequence.

Manufacturer narrative:
(B)(4). Information unavailable. The device was not returned.